Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device-or procedure-related adverse event.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a patent foramen ovale (pfo) with an 11mm tunnel. The physician deployed the left atrial disc three times in the pfo tunnel. In each case, the delivery system was not visualized on intracardiac echocardiography (ice) prior to deployment. During the third attempt of deploying the left atrial disc the proctoring physician noted an effusion on ice. The patient had an increased heart rate and was unresponsive. The device was removed and the medical team started emergency procedures. The patient was intubated and pericardiocentesis was performed. The patient stabilized following pericardiocentesis.